Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: retrieval of dislodged stent. It was reported that the stent implant dislodged from the stent delivery system as it was being advanced in the left anterior descending artery in order to treat a perforation. A snare device was required to successfully remove the stent from the patient's anatomy. An additional balloon dilatation catheter was used to successfully seal the perforation. The patient is reportedly doing well. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.